Event description:
A customer contacted global technical services (gts) regarding a check lines and bags alarm that appeared on the home choice (hc) unit during dwell 5 of 5. The home patient (hp) stated that all of the bags were empty. The hp said that the final bag became disconnected and all of the fluid had leaked out. The hp had reconnected the bag. The technical services representative (tsr) had the hp end therapy. The hp would discard the supplies and call her registered nurse regarding being connected when the bag had disconnected. The hp would drain and fill with twin bag manuals to complete therapy. The hc was operational and a swap of the device was not necessary. There was patient involvement but no serious injury or medical intervention reported. On (B)(6) 2012, baxter followed up with the hp. She stated she was not sure how the final bag became had disconnected, but she thought it was a loose connection. The hp had discarded the supplies and finished therapy with manuals. There were no samples or lot numbers available. The hp was okay and has continued with therapy.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.